Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number for this device is either 8958848 or 8941649. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review for both reported lots has been requested and is pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported during surgery, the surgeon noted that thread-like debris came out from aperture of the reported screw's head and the implanted plate during the implantation of the reported screw. Both the screw and the plate remained implanted in the patient's body. No surgical delay or adverse consequences to the patient were reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes received two empty screw packages on (B)(4) 2015: one package for part number 04.511.205.01s, lot 8958848; and one package for part number 04.511.205.01s, lot 8941649. The screws themselves were not returned. Device history records reviews were performed for both lot numbers 8958848 and 8941649. The manufacture date of lot number 8958848 is may 7, 2014 and the expiry date is apr 1, 2024. The manufacture date of lot number 8941649 is apr 24, 2014 and the expiry date is apr 1, 2024. Both lots were manufactured at synthes (B)(4). No anomalies were detected during device history record reviews. No ncrs were generated during production. The review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject devices were not received, only the empty packaging, therefore, an evaluation of the complaint device itself cannot be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.